Event description:
It was reported that the patient presented for an initial implant procedure of an atrial leadless pacemaker (alp) on (B)(6) 2026. It was noted that the capture thresholds of the alp were high during the second fixation attempt leading to loss of capture, so the physician elected to reposition it. During the third fixation attempt of the alp, the physician encountered difficulties releasing the alp from the delivery catheter (dc). The alp was eventually released from the dc after troubleshooting attempts, with slight resistance noted when transitioning to tether mode. Additionally, it was noted the alp perforated the heart resulting in pericardial effusion which required drainage. The alleged cause of the perforation was due to significant tension applied when re-docking the alp to the dc during the second fixation attempt, in addition to the physician misidentifying the correction portion of the atrium to implant the alp due to the patient having a bimodal right atrial appendage. The alp is currently implanted and the patient is in stable condition.